Manufacturer narrative:
(B)(4). Batch # p94g0a. Investigation summary: the device was received the upper jaw bent. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the instrument was opened and plugged in with no issues. The surgeon inserted it through the trocar and attempted to fire. An error code sounded and the device did not work at all. No tissue was coagulated or cut. Another enseal was opened and used without issue. There were no patient consequences.